Manufacturer narrative:
(B)(4).

Event description:
Two endeavor sprint drug eluting stents were implanted during the index procedure; one in the rca and one in the lad. An angiographic complication of lad lateral branch occlusion and abrupt vessel closure of the side branch (second diagonal branch segment) occurred during the index procedure .